Event description:
With the current batch (2202070) of bd plastipak¿ syringes with bd luer-lok¿ hub 20 ml (art. No. 300629). Noticed that the syringes have a lot of scratches, nicks or scuffs, see attached pictures. Pictures. The photos were taken immediately after removal from the primary packaging. The packaging of the syringes had no visible damage. Photos are in the related attachment.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos and the physical samples were provided to our quality team for investigation. Through visual inspection, scratches are observed within the surface of the barrel. A device history review was performed for the reported lot 2202070, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the scratches likely generated during movement of the pieces within the manufacturing equipment. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27: no patient involvement. Device problem code: a0415: problem associated with an undesirable shallow cut or narrow groove in the surface of the device materials.

Event description:
With the current batch (2202070) of bd plastipak¿ syringes with bd luer-lok¿ hub 20 ml (art. No. 300629). Noticed that the syringes have a lot of scratches, nicks or scuffs, see attached pictures. Pictures. The photos were taken immediately after removal from the primary packaging. The packaging of the syringes had no visible damage. Photos are in the related attachment.